Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the outer jacket of the patient¿s pump cable could not be confirmed as no images were provided for review. Although a specific cause for the reported damage could not be conclusively determined through this evaluation, it did not appear to have contributed to an electrical issue as no alarms related to pump function were reported. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information has been provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." The patient handbook further cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables.¿ furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary mw number (B)(4) was received 04dec2025. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came to clinic on (B)(6) 2024 with noted damage to white bend relief on the system controller. There were also reports of frequent power cable disconnects from the white power cable. The silicone sleeve on the driveline was frayed. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.